Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the 2.8 x 16 mm graftmaster stent was advanced to treat a perforation caused by another device, but could not cross due to the patient anatomy. Reportedly, the two planned graftmaster stents were used treat the patient successfully. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.